Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. The advanced evaluation patient reported that when they had gone to the restroom, they had accidentally pulled on their device and they felt that they pulled the leads out slightly. The patient was advised to contact their health care professional (hcp) about this issue. No further complications were reported at this time. Additional information was received from the patient. They reported that they were in a great deal of pain in their right side, and had been taking pain pills to combat it.